Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan alleging that the patient¿s onetouch ping meter was powering off during use. The medical surveillance specialist spoke with the reporter on (B)(6) 2015 and obtained the following information. The reporter alleged that the issue began 2-3 months prior to contacting lifescan. The reporter stated that the issue was intermittent but that the issue was occurring more frequently in recent weeks. The reporter stated that the patient developed symptoms of ¿not feeling well, headaches and nausea¿ sometime after the alleged issue began. The reporter stated that the patient obtained a blood glucose reading of ¿high¿ on another onetouch meter. The reporter stated that the patient received treatment of an insulin pen. The reporter stated that the patient had a back-up meter of another unknown onetouch meter. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury related to hyperglycemia after the alleged issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.